Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to keypad connector not plugged in properly. Unable to perform displacement test or confirm e17 and e21 error due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked and case cracked at the reservoir tube window corner.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated they inserted new batteries after having the device in storage for an extended period of time. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was not provided at time of reporting. Nothing further reported.